Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. However, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information, the implant was removed 8 days after implantation due to neuropathy.